Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The device was evaluated upon receipt. It was confirmed the device would not fill. Circulation pump was exchanged. Device underwent calibration. The device underwent and passed testing after all repairs. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that customer reported malfunctioned arctic sun device. As per follow up information received via email on (B)(6) 2023, customer informed them that the instrument was not cooling. The patient was not involved. As per sample evaluation result received on (B)(6) 2023, arctic sun device could not be filled . The device could not be filled. Error 041 (low internal flow). Defective circulation pump.

Event description:
It was reported that customer reported malfunctioned arctic sun device. Per follow up information received via email on (B)(6) 2023, customer informed them that the instrument was not cooling. The patient was not involved. Per sample evaluation result received on 06apr2023, arctic sun device could not be filled . The device could not be filled. Error 041 (low internal flow). Defective circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.